Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their device was not working. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the device not working was that the patient fell and hurt their head; after healing, they had forgotten how to use the device. The patient met with a manufacturer representative at the office of their urologist and now the device and the patient are great, and the patient was healthy and their blood report was perfect. No further complications were reported/anticipated.